Event description:
The device was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to close on tissue. The anvil bent back and could not be used. No patient injury reported.

Manufacturer narrative:
Device not available for eval.